Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 248 mg/dl and insulin injections were administered lowering the bg to 248 mg/dl. The cause of the high bg was not known. During troubleshooting with tandem customer technical support (cts), an air bubble in the tubing was found. Cts assisted the customer with priming the tubing until the air bubble was removed.